Event description:
According to the customer, "the patient had a cath change and about four hours in the new catheter was falling out. The patient was taken to the ER and the nurse at the ER stated the balloon on the cath was damaged and does not inflate. The patient was able to get a cath placed from the hospital".

Manufacturer narrative:
According to the customer, "the patient had a cath change and about four hours in the new catheter was falling out. The patient was taken to the ER and the nurse at the ER stated the balloon on the cath was damaged and does not inflate. The patient was able to get a cath placed from the hospital". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.